Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 12/22/2022. The correct g3 date is 11/22/2022. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was found with a broken force transmitting component inside the grip which made a stent deployment using the wheel impossible. The thumb slider was found fully activated, and the stent was returned as a separate piece indicating successful deployment but based on the detailed information provided about the deployment outside patient the investigation leads to confirmed result for break of a force transmitting component inside the grip, and subsequent deployment failure using the wheel. Based on the investigation of the provided information, the investigation is closed as confirmed for break of a force transmitting post inside the grip. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit.' Holding and handling of the system throughout deployment was found sufficiently described; in particular the instructions for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.'. In regards to access and accessories the instructions for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (table 3) across the lesion to be stented via the introducer sheath.' The instructions for use further state: 'predilation of the lesion should be performed using standard techniques. H10: d4 (expiry date: 02/2023), g3. H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 02/2023.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.